Manufacturer narrative:
(B) (4). The ge service rep adjusted the dose according to ge guidelines. No patient injury was reported.

Event description:
The customer reported that the dose rate was too high during constancy test. No patient injury was reported.